Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to infection. Infection was clinically confirmed but infecting microorganism was not identified. It was reported to the rep that the patient had an infection which began in the heart, migrated to patient's native hip, then migrated to both of patient's total knee constructs (left knee construct was a competitor construct). Surgeon swapped out a 6x11 ps insert for a 6x11 cr insert.